Event description:
It was reported that during a procedure, an intraocular lens was removed and replaced in the left eye, which required an incision enlargement. In addition, a broken haptic was observed prior to lens insertion. It is unknown if the issue was due to user or handling error. No further information was provided.

Manufacturer narrative:
Pt age: information was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Regarding the broken haptic: the haptic was noted to be broken during or after insertion (not prior to insertion as written in the initial MDR). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was cut into two pieces. It was inspected at 10x microscope magnification. Surface residuals were adhered to the optic body compatible with the explant process. Additionally, both haptics were broken. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Placeholder.